Event description:
Customer was hospitalized for high blood glucose and diabetes ketoacidosis. Customer stated he was feeling sick before being hospitalized. No troubleshooting was performed at the time of call.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.